Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately eight (8) years ago as part of a pmcf study on the afn and rfn znn. Subsequently, approximately six (6) months post-implantation, it was noted the patient had fatigue failure of the distal screw but no treatment occurred. The event was noted to have been resolved. Attempts have been made and no further information has been provided.